Manufacturer narrative:
This complaint is still under investigation. Depuy wil notify the FDA of the results of the investigation once it has been completed.

Event description:
Revision due to dislocation.